Event description:
Clinical report states the pt suffered a tibial fracture intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint detabase did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported tibia fracture. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.